Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that one day post-implant this right ventricular (rv) lead exhibited loss of capture (loc) at maximum device output and high out-of-range pace impedance measurements as a result of lead dislodgement. At the time the discovery was made the patient's intrinsic rate was 30-40 bpm. A surgical procedure was performed wherein the lead was successfully repositioned and all subsequent measurements were within desired limits. No adverse patient effects were reported. This lead remains in service.